Event description:
It was reported that the surgeon was injecting a competitor's lens and the trailing haptic was torn off. The lens was removed and exchanged without incident. There was no patient injury. The reporter stated the cause of the trailing haptic tearing off was due to the haptic being caught in the sfc-25 fp cartridge while loading.